Event description:
A customer contacted haemonetics on (B)(6) 2010 to report that the display of the orthopat machine was cracked, the cover was broken, and it would not power on. No donor or operator injury or reaction was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to report that the display of the orthopat machine was cracked, the cover was broken, and it would not power on. No donor or operator injury or reaction was reported. Upon eval of the device the reported problem was verified. A blood spill was also found inside of the machine. The components which were contaminated or damaged were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). Haemonetics (B)(4).